Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the increased intra-peritoneal volume (iipv) event. The cause was unexpected high uf for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:25:21. During night drain cycle four, the patient's ultrafiltration reading was 14099ml, indicating the home patient (hp) drained 14099ml more than their maximum programmed fill volume of 2400ml. No additional information is available.